Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed.  The reported problem (pulse below lower limit) was confirmed.  Upon investigation the monitor failed incoming testing. The cause for the failure was contamination on j1002aa pins on the defibrillator pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor delivered a pulse below the lower limit.